Event description:
The distal portion of the screw broke off in the patient while being inserted into the first metatarsophalangeal joint (mpj).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.